Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out. It was also reported by the patient feeling the device run my heart rate up, constant fluttering, like it keeps trying to not shock me it's wearing me out. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.